Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent dislodgement occurred. The target lesions were in the left circumflex (lcx) and left anterior descending (lad) arteries. The physician implanted an unspecified stent in the proximal lad with "good results". The lcx was predilated with an unspecified balloon catheter. The physician attempted to advance a 2.5x8mm taxus liberte drug eluting stent (des) to the lcx, but the stent would not cross the proximal lcx. After "some time" the guide catheter came out of the left ostium and the guide wire moved from the lcx to the aorta. The physician rewired the lcx and was planning on attempting to readvance the 2.5x8mm taxus liberte des when it was noticed that the stent had dislodged from the delivery system. The physician removed "all systems", flushed the guide catheter but no stent was found. The physician attempted to advance another 2.5x8mm taxus liberte des, but the device would also not cross the proximal lcx. The physician decided that balloon dilation was sufficient therapy and made no additional attempts to implant a stent. The patient had been imaged with multiple modalities and the stent has not been located. The patient endured a prolonged hospital stay. It is believed by the physician that the stent is not inside the patient. There were no additional patient complications reported with the patient's current condition listed as "ok, good, excellent".

Manufacturer narrative:
Device analysis: visual and microscopic examination of the returned device revealed slight kinking along the hypotube. This type of damage is consistent with excessive force being applied to the device. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is unknown.